Event description:
An mca thronbolysis was treated using the remodeling technique with a hyperglide balloon. After delivery of the fist atlas 3d coil, the hyperglide balloon couldn't be deflated with the same syringe used for inflation. A 20cc syringe was then exchanged and deflation of the balloon was attempted for 10 minutes without success. The guiding catheter, guidewire along with the inflated balloon were removed together as one unit. No pt injuries or complications were reported. The pt status is reported as 'good' and minor cerebal infarction in some areas.